Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the failure to open and damage were identified. The tip end of the pipeline failed to open. The pipeline had not been placed in a vessel bend when it failed to open. No y additional steps or other devices were attempted to open the pipeline. The procedure was completed by replacing the stent.

Event description:
Medtronic received a report of a pipeline tip failed to open and was found damaged after removal. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the right ophthalmic artery segment with a max diameter of 3.2mm and a 2.7mm neck diameter. It was noted the patient's vessel tortuosity was normal. The landing zone (artery size) was 3.89mm distal and 4.35mm proximal. Dapt (dual antiplatelet treatment) was administered for 7 days. The angiographic result post procedure was reduced blood flow. It was reported that the tip end of the pipeline could not be opened in the patient's body; after removal, the stent was found to be damaged. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The pipeline was not used for any indication that is not approved (off-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.